Event description:
It was reported to vyaire medical that the revel ventilator failed and that the display was inoperable during transport. The vent powered off unexpectedly. The crew was able to swap to bag valve mask quickly without incident. The vent powered back up without an issue and worked as normal throughout the rest of the flight.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was returned for investigation. However, vyaire medical was not able to duplicate the problem. Reported issue was not reproducible. Unit passed 117 hours of extended bench testing without error. Also, it passed initial final and initial alarm volume test with no abnormalities. Vent was visually inspected and no anomalies was found. Vent inop led flash activated during normal power down and when ventilator was running on transition battery that became depleted. Service will replace the main board for precautionary measures. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.